Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level of 478 mg/dl, had traces of ketones which the healthcare professional assessed as dangerous or life-threatening. The patient tried to treat it with bolus via pump. However, on (B)(6) 2024, the patient was hospitalised. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. No further information available.